Event description:
Initial reporter called manufacturer and reported their patient had high lead impedance on their systems diagnostic test. The patient had not been seen for a year and also having an increase in seizures. Site did not know if over their prevns rate as implanted seven years ago. The patient did not have any fall or trauma preceding the event. The site was advised to program the vns off and the patient is being referred for revision surgery in late october.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death.